Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip failed the final arm angle test. It was reported that this was a mitraclip procedure performed to treat mixed mitral regurgitation (mr), with an mr grade of 4. The clip delivery system (cds) was advanced to the mitral valve and the clip was placed in a2/p2. However, the final arm angle test failed. The clip was not implanted and was replaced. One clip was implanted, reducing mr to 1. There was no adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents. All available information was investigated and a cause for the unintended clip movement associated with establishing final arm angle (efaa) could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.